Manufacturer narrative:
Updated fields; b4, d11, g4, g7, h2, h6 (type of investigation), (investigation findings), (investigation conclusions), h10, h11. Corrected fields: d1, g1.

Event description:
N/a

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to reproduce the reported issue. The fse found a loose connection and fixed the display cable. The display functioned properly and all parameters were fine. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check the cs100 intra-aortic balloon pump (iabp) display would not turn on. There was no patient involvement, and no adverse event reported.